Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had hardware implanted on (B)(6) 2015 for a symphysis fracture. On (B)(6) 2015, the patient went to the emergency room and saw a surgeon. The patient had an infection when presenting to the emergency room. The patient had a computerized tomography (CT) scan which showed loosening of the hardware. Patient was given antibiotics to clear the infection. The surgeon took the patient into the operating room on (B)(6) 2015 to remove the hardware from the mandible. During the surgery it was found that that one plate was only secured with one screw and another screw was free floating behind the condyle. The second plate was secured with three screws; however the screws were shallow in the bone. The symphysis fracture was then reduced and re-plated. This report is for 7 unknown cortex screws. This is report 1 of 2 for (B)(4).